Event description:
During the procedure, a karl storz "jackson" bougie was allegedly used. The plastic tip of the bougie came off in the pt's stomach. The surgeon was unable to retrieve the piece and decided to leave it. Doctor expects that the piece will pass through the pt by itself.